Event description:
On (B)(6) 2026, in the united states, it was reported that the patient faced an accidental infusion set fell off event because it got caught.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.